Event description:
It was reported that the patient saw a personal therapy manager (ptm) programmer code of 8476. The patient had heard the pump alarm. Patient had recently been exposed to a magnetic resonance image (MRI) that was conducted for the patient's ankle. No symptoms were reported.

Event description:
Additional information was received from a healthcare provider on (B)(6) 2017. It was reported that the patient had not been seen at the clinic since (B)(6) 2016, and did not show up for the past 5 appointments.

Manufacturer narrative:
(B)(4) no longer applies.

Event description:
Additional information was received from the consumer on 2017-feb-14. It was reported that the patient had a new healthcare provider. The pump reportedly restarted itself and the issue was considered resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.